Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had received inappropriate defibrillation therapy from the implantable cardiac defibrillator. Upon interrogation of the device, the electrogram for the event was unavailable. Programming modifications were performed successfully. The patient¿s condition was stable.